Event description:
The customer reported the infusion took longer than expected. A 24 hour infusion of desferal took several more hours to infuse than it should have. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.